Event description:
A diabetes educator reported that a customer experienced hypoglycemia and lost consciousness due to mistreatment based on readings on his precision xtra blood glucose meter in the incorrect unit of measurement. The customer was hospitalized for 13 days. The customer's daughter had changed the battery in the customer's meter and inadvertently changed the unit of measure. The customer's meter will be returned for investigation.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16sept2005 letter.